Event description:
As reported: "I was made aware today that the tip of a gamma guide wire item # 1210-6450s (lot# k0e3549) broke off inside the greater troch region while they were attempting to get the starting point for an alpha gt nail on (B)(6) 2020. They declined to remove the tip of the wire because it would have caused more damage to do so. The procedure continued and was completed without further issue or surgical delay."

Manufacturer narrative:
The reported event could be confirmed, since the xray was provided that matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, in general breakage of k-wire tip could be due to handling failure or mechanical overstressing. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
As reported: "I was made aware today that the tip of a gamma guide wire item # 1210-6450s (lot# k0e3549) broke off inside the greater troch region while they were attempting to get the starting point for an alpha gt nail on (B)(6) 2020. They declined to remove the tip of the wire because it would have caused more damage to do so. The procedure continued and was completed without further issue or surgical delay."